Manufacturer narrative:
Expiration date - unknown due to catalog and lot number being unknown. UDI - unknown due to catalog and lot number being unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name - unknown. Establishment name: unknown. Phone number - unknown. Health professional: unknown. Occupation - unknown. Device manufacture date - unknown due to catalog and lot number being unknown. Based on the results of our investigation the root cause of the complaint could not be identified. Actual sample was not returned for evaluation hence we could not provide the detailed information of its actual condition. Representative samples sg3 needles were subjected to simulation of safety sheath thru manual activation was successfully conducted and no tilted or bent cannula encountered that might lead to the complaint. We have series of visual in-process inspection to detect abnormality on the sheath that may lead to problem during sheath activation. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function is being confirmed. Prior shipment, qc conducts outgoing visual, sensory, and functional inspection to assure lots are in good quality. Only samples passed are allowed to be shipped. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo ((B)(4)) corporation (manufacturer) registration no. 3003902955.

Event description:
A maude database search conducted on 11/20/2020 found a maude report number mw5097488. The event description states: after administering the flu injection to a patient, the medical assistant closed the safety cap on the needle and the needle bowed out from the cap. This resulted in a injury and was reported to employee health. Employee injury incurred after attempted activation.